Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 80% stenosed, mildly tortuous, and mildly calcified de novo lesion in the proximal left anterior descending (lad) coronary artery. During removal of a balance middleweight hc guide wire, the end of the guide wire was caught in the strut of an unspecified stent. The guide wire was pulled again. The guide wire separated, the coil rolled off the core and was lengthened while the residual guide wire was pulled out. Attempts were made to captured the separated guide wire piece with a snare, but removal was unsuccessful. The patient was transferred to another institute the same day. A second attempt was performed to capture the residual coil and pull it out but was unsuccessful. Surgical extraction was performed and the separated guide wire in the left trunk was partially cut and removed. Several days after the surgery, the patient returned to first institute and the remaining guide wire portion in the lad was compressed against the vessel wall with an unspecified drug eluting stent. There was a clinically significant delay in the procedure due to post surgery rehabilitation. The patient healed without complications. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that instructions for use guide wire hi-torque guide wires, states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was reported that the physician pulled the wire in the attempts to remove the device, this was due to the guide wire being trapped with the stent, therefore the pulling applied during removal of the guide wire seemed to be a reasonable clinical response to the difficulties. The investigation determined the difficulties differently appear to be related to circumstances of the procedure. Based on the reported information, during retraction the distal end of the guide wire became trapped in the previously implanted stent. It is likely that manipulation of the wire during retraction against resistance likely caused the tip separation and stretching of the coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.